Event description:
The customer reported that there was an intermittent column power supply. They also requested the wig wag brake pad be checked. There are no reports of pt harm or injury.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the wig wag brake pad which had some excess free play. The column lift power supply was replaced. The system is operating as intended.